Event description:
Customer called to report an employee injured while trying to reseat the diti rack on the prepstain instrument. While reaching under the quad bundle, the laboratory technician scraped her arm, cutting her slightly, enough to draw blood. Initially, the employee did not seek medical attention. She used an antiseptic on the wound.

Manufacturer narrative:
Upon further discussion with the laboratory manager, the employee was sent to health services. The lab manager fully acknowledged that the incident's root cause was a training issue as the operator's manual clearly states never to reach into the instrument while running. The lab will mitigate this risk by providing additional training and education to its operators and will copy bd on that plan and implementation of the plan.